Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further complaint evaluation.

Event description:
Patient self tester reports: protime system inr results lower than expected. On (B)(6) 2010, pst protime inr result was 1.0 and 1.6 using 2 different fingers. On (B)(6) 2010, pst protime inr 1.5 vs 2.4 lab. Patient's inr therapeutic range: 2.0 - 3.0. No adverse event reported.